Event description:
The customer contacted olympus and reported before they were ready to start cases, the light source was displaying error codes e309 and b30 (communication error). The biomedical engineer had already swapped out the cable with another one, but the errors remained. They also swapped out the light source and the e309 remained. The technical assistance center (tac) suggested since they had already swapped the cable and the light source that they should try swapping the processor. The customer reported, since the staff had patients ready to go and they wanted to start cases they rolled a whole new cart in. The e309 returned on the new cart. The b30 was gone, and they had a good scope image but the e309 returned. Everything used was new and they used one of the original cables. They removed that and reconnected a different cable and cycled the power. There was no error. The customer felt confident they could start cases with this configuration. There was a 20-to-30-minute delay. It was unknown if patient was under anesthesia. The procedure was completed with another similar device. No patient harm has been reported. Customer reported they took the cart to the hospital biomed shop and reseated all of the cables. The error did not return, and they have not seen an error since that day.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the biomed engineer moved the entire cart to the biomed shop and reseated all of the cables and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.